Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported as being discarded. As the lot number was not provided, a review of the lot history record could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, scar tissue was present in the artery. After the clip was deployed and the device was removed, oozing occurred. Manual compression was held for 30 seconds. There was no adverse patient sequela. Though requested, no additional information was provided.